Manufacturer narrative:
Product analysis conclusion: the reported right stent graft limb occlusion was confirmed on the CT provided; however the cause of the occlusion could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is possible that the narrowing of the right limb flow lumen at the flow divider and ipsilateral limb proximal margin was related to the observed occlusion. As per the IFU, overlap of 5 stents is permitted with this size of limb; it is unknown if ballooning was performed during the index procedure to minimise sub-optimal expansion of the self-expanding stent graft components. Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. B:5 additional information received; it was confirmed the occlusion occurred in the distal portion of the limb all the way up to the flow divider of the bifurcate. D:10 other relevant devices are: esbf2514c103e, s/n:(B)(6) ; use by date: 2021-12-17; upn # 00643169439986. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an >50mm abdominal aortic aneurysm. It was reported that technical services received a call from the patient's wife to report that her husband's stent graft had developed a limb occlusion. The occlusion was then confirmed to have occurred in the right limb. Intervention was performed and the patient received a fem-fem bypass. As per the physician the cause of the event can not be determined. No additional clinical sequel were provided and the patient is fine.